Manufacturer narrative:
Follow-up #1: date of submission 04/12/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: black box data revealed a power on reset recorded (B)(6) 2017 at 16:33 followed by manual time change from 16:36 to 15:36. Delivery resumed at 16:33. There were several additional records of power on reset on the same date. A review of the pump histories revealed a temporary basal program was run on (B)(6) 2017 from 09:50 to 13:50. Unconfirmed replace cartridge alarm was recorded on (B)(6) 2017 at 08:41 with delivery resuming at 11:29. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The last basal delivery was on (B)(6) 2017. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 40 mg/dl with dizziness, shakiness, and cognitive impairment. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, it was noted that the bolus totals in the bolus history did not match the bolus totals in the total daily dose history. The basal histories and settings were found to be correct. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a bolus history discrepancy.